Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The pneumatic module was replaced, and the unit was returned to service. No report of patient involvement. Date of device manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to ventilate. There was no report of patient involvement.

Manufacturer narrative:
The reported issue would be be noted during preuse testing and therefore the initial MDR was not reportable. As noted in the complaint, the issue was observed during routine checkup process and would prevent the use of the unit.